Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in a few drops of insulin spilling inside the chamber. She dried out the chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt was able to detach the plunger from the piston rod. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.